Event description:
It was reported that the patient¿s device had gone into over discharge. It was noted the device had not been used for a while. Patient¿s device was for hip, lower back and leg but her upper back is ¿messed up¿ which is why the patient had not been using the device. Patient was unable to provide a time frame on when they stopped using the device. Additional information received reported that the patient was still having concerns regarding their device or therapy but they were working with the health care professional or a manufacturing representative. Patient had an appointment on (B)(6) 2013. It was later reported there was an end of service (eos)/end of life (eol) message. A physician mode recharge was performed the monday prior to this report and when they cleared the power on reset the day of this report an eos message appeared. Suspected 3 strikes was cause of eos.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v250535, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-45, lot# v273727, implanted: (B)(6) 2009, product type: lead. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-33, lot# v273581, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-45, lot# v255259, implanted: (B)(6) 2009, product type: lead. (B)(4).